Manufacturer narrative:
The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a clinical patient experienced iop elevated in the left eye against the xen®45 gts. Treatment was noted as surgical revision. The event has been resolved. The device remains implanted.